Event description:
The patient reported that, he observed the formation of air bubbles in the insulin cartridge in his infusion device "shortly" after he changes the cartridge. He noted that this situation has recurred since 2007. He noted that once he observes and clears the air bubbles, he has no further problems during use of the cartridge. Troubleshooting did not determine the cause of the air bubbles. The patient did not reported blood glucose concerns related to the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. A replacement infusion device was shipped to the patient and the product was requested to be returned for evaluation.